Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
Same case as MFR report #: 2134265-2009-02964. It was reported that during a percutaneous transluminal coronary angiography procedure a balloon rupture occurred. The physician was able to place a bare metal stent successfully in the 2nd diagonal artery and then attempted to use a 3.0 x 20mm quantum maverick balloon for post inflation. The 3.0 x 20mm balloon ruptured so a second 3.25x8mm quantum maverick balloon was used and it also ruptured. Both balloons were removed and discarded with no harm to the pt. A 3.5mm quantum maverick balloon was used successfully for post dilatation.